Manufacturer narrative:
Reliability analysis inspected 1 opened/used quick release septum side using a new lab quick release needle side and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Infusion set failed per spec. Infusion set found occluded at tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin would only flow through the tubing to the quick release. Customer was able to resolve the issue with changing out the quick release. Customer's blood glucose was 158 mg/dl. Customer mentioned the issue happened with six infusion sets. Customer was advised the infusion set will be replaced. Customer agreed to return the infusion set for analysis.